Event description:
Customer reported that there was an alarm fault on the unit. Customer reported there was patient's involvement, but there was no harm to the patient or user. The customer refused to provide patient information.